Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient¿; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol composite mesh (device #2). An additional emdr was submitted to represent the bard/davol composite mesh (device #1). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol composite meshes (composix) on (B)(6) 2003 and (B)(6) 2004. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient¿; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This supplemental emdr represents the bard/davol mesh - composix (device #2). An additional supplemental emdr was submitted to represent the bard/davol mesh - composix (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol composite meshes (composix) on (B)(6) 2003 and (B)(6) 2004. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2003 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of composix mesh (device #1). Per op notes, ¿a large incisional hernia sac was identified and excised. The adhesions were lysed. A composix mesh (device #1) was placed and sutured.¿ (B)(6) 2004 - patient was diagnosed with multiple recurrent incisional hernia thereby underwent open repair with implant of composix mesh (device #2). Per op notes, ¿a large hernia sac was identified with incarcerated colon and small bowel were reduced. The hernia sac was dissected free and excised. The defect was in the edge of the prior mesh (device #1). The old mesh was pulled away through the fascia. A composix mesh was placed and sutured.¿ (B)(6) 2006 - patient was diagnosed with 4x recurrent incisional hernia thereby underwent open repair with implant of biological mesh. Per op notes, ¿the scar tissue was excised. The prior meshes (device #1 & #2) were identified. The omentum was adherent to the mesh was taken down. Four hernia defects were identified in the left lower quadrant. The incarcerated bowel was reduced from hernia sac. A biological mesh was placed and sutured.¿ (B)(6) 2007 - patient was diagnosed with multiple recurrent incisional hernia thereby underwent open repair with excision of composix mesh (device #1 & #2) and implant of biological mesh. Per op notes, ¿the prior biological mesh was identified and divided. Three hernia defects were identified and reduced. The adhesions of omentum and small bowel were taken down. The loops of small bowel were released. The prior meshes (device #1 & #2) were identified and excised. A biological mesh was placed and sutured.¿